Event description:
It was reported that the user¿s ilet ran out of insulin after a meal announcement and the user did not revert to backup therapy, resulting in sustained hyperglycemia and a subsequent period disconnected from the pump until reconnection; the pump reportedly reset during this interval and high-glucose alerts were received. Symptoms included pain, headache, and irritability consistent with hyperglycemia. Outcomes included elevated blood glucose up to 400 mg/dl and the need for troubleshooting and education on reverting to alternative therapy when the device is shut off or stops working. Investigation included review of user report and device use history. Investigation of this case revealed use-related error related to running out of insulin and not transitioning to backup therapy, with a reported device reset and no supplies available, consistent with high glucose exposure and alarms. It was concluded, based on previously established findings for similar reports, that the cause was user not using backup therapy when insulin delivery was unavailable, compounded by supply depletion and device reset.